Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. The local clinical application specialists performed a site visit and assessed all relevant information holistically. For the cases associated with this cluster report, they found that the following factors were contributing to the reported events: the room conditions are instable as this customer is used to turn off the air conditioner when the device is not in use and the locations is cold in winter (0º c to 7º c) and very hot in summer (+35º c - 42º c). Almost all of the cases have an over correction already set in the refraction 'by default' introduced by the technicians/doctors. This could justify all cases below overcorrection. Most of the cases have several breaks during the procedure, meaning longer treatments and dehydration of the cornea and/or decentration due to fixation (seen in pictures of treatment report). There are cases with custom q in which target q has been modified from the measure in the preoperative but is has been 'compensated' in the target in the opposite direction (wrong sign). Due to cluster report, the individual findings cannot be directly linked to a specific case. However, the assessment founding provided support that the events are not directly related to the system. The assessment of the information gathered during a site visit by the local clinical application specialists showed that the issues reported as part of this complaint cluster were not directly related to the device. Instead, the factors listed under clinical information review were identified as contributors. Therefore, the case is coded as "inconclusive - device met specifications". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced overcorrection in left eye of the patient with manifest refractive spherical equivalent was more than one diopter after refractive surgery. There are multiple related reports for this facility. This report addresses the patient mpc left eye and other manufacturer reports will be filed.